Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The patient stated that she fell last week ((B)(6) 2016) "right on their spine, hit it pretty bad, and now seeing a wire hanging out of their spine. The patient could not lie on their spine or back it hurts." The patient stated that she noticed this wire hanging out right after this fall. It was stated that patient had not had a bowel movement in a week ((B)(6) 2016), and peed in their pants since this happened." The patient could not be seen in the health care office until (B)(6), and was directed to go the emergence room (e.r). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the consumer reported that the patient's second implant was broken due to a fall. The patient had to physically remove someone from their house and when they were doing that they fell. The patient fell on the implant on their spine and the lead was ripped out, all the way out. The lead had ripped out of the skin and was hanging outside the skin. The patient's health care provider (hcp) was aware and told the patient they were fine and to let the wound heal. The patient wanted to have the implantable neurostimulator (ins) removed.